Event description:
It was reported that during an endoscopic vein harvesting procedure, the balloon popped inside the leg. The procedure was completed with another device. There was no pt complication reported by the hosp.

Manufacturer narrative:
Investigation details: the investigation was completed, and it was observed that the silicone outer coating and latex balloon material are torn near the inflation port on the short port body. The compliant is confirmed. Lhr could not be reviewed for this product, because the lot number is not known.